Event description:
It was reported that during an unk surgery, after fired, noted the staples not formed. Changed the new device to complete surgery. No additional information can be provided. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 10/2/2023. D4: batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. The lot/ batch history records were reviewed and certified by external manufacturing that the manufacturing criteria were met prior to the release of the equipment.